Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the pump powered on to a blank display screen. The pump was opened and the display screen was cracked. The pump powered on with a test screen to a normally functioning display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.